Event description:
It was reported that during a sigmoid colon resection, the surgeon fired the initial firing and the device cut but did not staple. They then used a different device to continue the procedure; the surgeon decided to give the patient additional antibiotics due to the bleeding. Patient is stable at this time. No blood products were required.

Event description:
Additional information was requested on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2011 and no additional information was received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Surgeon's decision to give the patient additional antibiotics was done as a precaution.

Event description:
It was reported the patient died approximately 2 years after device implant. Follow up revealed patient had been found down at home and "examined due to past drug history." Had last been seen in clinic in (B)(4) 2008 prior to device implant. Physician described patient as noncompliant. It was unknown if the death was related to device system. Cause of death is pending as coroner's report is still in progress. Follow up revealed the patient had av node ablation 2 days following device implant and was noted to be pacemaker dependent.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.